Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a physician from (B)(6) of reused equipment, fever and bacterial peritonitis in a patient coincident with bieffe formulae 55 therapy for chronic end stage renal failure. On an unreported date, the patient reused equipment and on (B)(6) 2011, the patient experienced fever and bacterial peritonitis, manifested by abdominal pain and cloudy effluent. The patient was hospitalized the same day. On (B)(6) 2011, the patient started remedial treatment with cefacidal and amikacin. On (B)(6) 2011, amikacin was discontinued. On an unreported date in 2011, bieffe was discontinued, the pd catheter was removed and the patient was switched to hemodialysis. On (B)(6) 2011, the patient was discharged from the hospital. At the time of this report, the bacterial peritonitis was resolving. Outcome for the reused equipment and fever were not reported. The root cause of the bacterial peritonitis was due to reused equipment. The physician believed the event of bacterial peritonitis was not related to bieffe formulae 55 therapy; however the physician did not provide an assessment of causality for the events of reused equipment and fever.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is use error- poor aseptic technique.